Manufacturer narrative:
Recall number assigned by us FDA z-1941-2018, z-1942-2018, z-1945-2018, z1944-2018, z-1943-2018.

Event description:
Symmetry surgical initiated a recall action, we did send the 806 form to FDA and have started this recall action. This recall has been initiated as a result of symmetry surgical, inc. ("Symmetry surgical") becoming aware that the some of the products may encroach into the sterile pouch seal thereby increasing the risk of the seal being compromised.